Event description:
Patient was in radiology dept in the special procedures area for kyphoplasty. Pt was in prone position, on cardiac monitor, bp and pulse oximetry. Conscious sedation was provided in incremental doses for pt comfort. Nearing end of procedure, 8 mins after last dose of sedation, pt became unresponsive, decreased o2 saturation. Procedure stopped - code arrest was called.